Manufacturer narrative:
Date sent to the FDA: 3/17/2016. It was reported that the patient underwent a laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy to treat postmenopausal bleeding and fibroids on (B)(6) 2014 and mesh was utilized, and then gyrus was utilized. It was reported that the patient died on (B)(6) 2014 with pelvic sarcoma listed as cause of death. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy in (B)(6) 2014, and a morcellex was utilized, due to postmenopausal bleeding and fibroids. It was reported following the procedure that patient experienced abdominal pain and nausea. The patient underwent a CT scan on (B)(6) 2014, which revealed a pelvic mass extending to the lower abdomen and a lesion on the anterior pelvic wall. It was confirmed that it was sarcoma. The patient started radiation therapy. It was reported due to obstructions from the masses led to acute renal failure. The patient condition worsened and the patient was placed in hospice. The patient died on (B)(6) 2014. No additional information was provided.